Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the valve on the introducer did not work. It was noted blood was squirting out of the introducer when the dilator was removed. The physician had to hold his finger over the introducer to prevent back bleeding until they were able to place delivery system in introducer. The ipg was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that there was a mechanical issue with the delivery system. The delivery system introducer sheath was kinked/buckled. The sheath of the delivery system introducer was damaged. Blood was observed on the delivery system introducer sheath. Blood was observed on the delivery system introducer flush tube. The analyst noted a partial micra introducer was returned without the dilator. The sheath is kink/buckled at 30.4 cm from the distal end of the sheath. The distal end of the sheath is damaged. There is blood in the flush tube of the flush port side assembly. There is blood on the strain relief. The distal seal is missing inside of the seal housing. The proximal seal is seated too low in the seal housing, indicating that the distal seal is not present on the seal housing. If information is provided in the future, a supplemental report will be issued.